Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found the column four and row four keys (the 4th soft key, "run/stop" key, #3, #6, #9, (.), #4, and #5 keys) to be inoperable caused by a failed keypad. This failure mode does not provide any user opportunities to start an infusion. All the remaining keys functioned as expected and no keys resulted in an incorrect response or double entry. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a keypad on a pump double beeps, except for keys #7, #8, and #9. The customer stated there was no pt injury. A handwritten note attached to the pump when it came back to the MFR for repair states "keypad buttons 3, 4, 5, 6 inoperable."

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question and found the column four and row four keys (the 4th soft key, "run/stop" key, #3, #6, #9, (.), #4, and #5 keys) to be inoperable caused by a failed keypad. This failure mode does not provide any user opportunities to start an infusion. All the remaining keys functioned as expected and no keys resulted in an incorrect response or double entry. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.